Event description:
The customer reported that during reprocessing of the subject device, it was observed that the forceps elevator was broken, there was reduced angulation, ¿snaky action¿, and wrinkles. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found foreign material in the forceps elevator, and the rubber cover (a-rubber) was dirty. This report is being submitted for the foreign material found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, the forceps elevator wire (k-wire) was observed to be completely cut. Due to wear of the angle wire, the bending angle in the up/ down direction was out of specification. Due to wear of the angle wire, the bending angle in the right direction was out of specification. Due to wear of the angle wire, the play of the up/down knob was out of specification. Due to wear of the angle wire, the play of the right/left knob was out of specification. The connecting tube was buckling and scratched. The image guide protector was damaged, and the bending tube was deformed. Switch #1 was damaged and did not work. There was decreased light output due to damage of the light guide bundle. The scope connector demonstrated corrosion due to fluid ingress. The scope cover had scratches. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device as it was greater than 15 years old however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a root cause could not be determined. Although the customer follows correct reprocessing procedure as per olympus training/ instructions for use (IFU) with no delay in pre-cleaning and rest of recommended cleaning disinfection and sterilization steps. However, the device could not be adequately reprocessed (including brushing) and stopped midway due to elevator issue, before picking up of device for olympus workshop inspection. The following is included in the device IFU: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.